Manufacturer narrative:
Product event summary - the device was returned and analyzed. The returned device was unable to confirm an issue.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage is 3.0827 on (B)(6) 2015 07:55:11; preapproaching recommended replacement time (rrt). (B)(4)

Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing, a high number of short interval counts (sic), non-sustained ventricular tachycardia (vt) episodes, and a highly variable pacing impedance. There was also noise noted which could be reproduced with device manipulation. The lead was capped and replaced. The implantable cardioverter defibrillator (ICD) exhibited an accelerated rate of battery depletion which did not meet longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.